Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70, serial/lot #:(B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure.